Event description:
It was reported that about 10 ml of "milky white fluid" was removed from the pump. The expected volume was about 6 ml. Per caller she was "not certain that she was in pump reservoir." It was suspected there was an infection. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model# 8731sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk.